Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was not confirmed. No non-conformity has been detected. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The complaint was not confirmed as device analysis indicated that the device met specification. The root cause is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in the (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported after pressing the two blue knobs on the system to puncture the monomer pouches, nothing happened. The monomer did not flow in to the canister. A delay of 15 minutes was reported. No additional patient consequences were reported. No further information has been made available at this time.